Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm for high pressure and was not working for three days. The device was to be replaced and the patient was able to successfully continue therapy with a back-up device. The infusion was life-sustaining. Per the reporter, there were no adverse patient effects; outcome was reported as resolved. The device delivered veletri 1.5mg/ml at a continuous rate of 41ng/kg/min.

Manufacturer narrative:
Corrected data: d4 UDI number no product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.